Event description:
A malfunction was reported by the customer, identified as malfunction code 6. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reoccurred, which the customer acknowledged and understood.